Event description:
It was reported that a spectrum pump failed a downstream occlusion preventive maintenance test. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval was unable to reproduce the reported symptom fails downstream occlusion test. Eval found the device to be operating within spec in relation to the reports symptom. A review of the event history log and device settings indicates the device was set to alarm at the low pressure settng. With the results provided by the customer of 4 psi, this would be considered within spec. The device was calibrated to ensure continued proper occlusion detection.